Event description:
It was reported that the patient was referred for a full revision after a slight fracture was noted on the lead via x-rays. No surgical intervention has been reported to date. No additional relevant information has been received to date.